Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead was attempted but not used due to the helix not extending after multiple turns. The lead was removed from the body and the helix was attempted again, after several turns the helix "jumped" out about half way, but even after numerous turns the helix would not fully extend. The physician elected to use a different lead for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.